Event description:
It was reported that entrapment occurred. While advancing a victory guide wire into a rubicon guide catheter it became stuck and was unable to be separated. The device were successfully removed together. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).